Event description:
A customer reported that the pump battery depleted too quickly. There was no adverse impact on the customer's blood glucose level. The customer was unable to locate information on the previous charge and attempted troubleshooting was declined. No additional information was provided.